Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "o2 valve fault - 2011" and "o2 valve fault-3011" messages. Complainant indicated that the clinician ordered CPAP with pressure support to continue treating the patient. Clinician was unable to complete transport with CPAP due to mechanical failure, patient subsequently placed on nasal cannula to maintain oxygen saturation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive trouble-shooting without duplicating the reported malfunction. No trend is associated with reports of this type.